Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was not received for analysis; therefore no physical analysis of the product could be performed. The product was reportedly disposed of by the user. Questions have been submitted to the distributor to try to obtain additional information for this incident. Based on the information received to date an exact cause for the incident could not definitely be determined. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported; "first attempt safari wire kinked. System and sheath removed. All new accessories used and new valve with new ds. Valve spa 307705 discarded." It was reported that the procedure was completed with a different device.